Manufacturer narrative:
This report is a follow up to the initial report, following the return and evaluation of the complaint sample. The two needles were returned on 6-2-2017. Review of the needles shows the needle with the broken tip has bends in the needle that indicate the needle came in contact with something hard which may have possibly been calcified tissue, bone, or some other hard material. The broken needle has two bends which deviate from the curve of a needle after normal use. Both the needle with the broken tip and the needle with the unbroken tip were functionally tested using worst case simulated tissue and #2 force fiber suture. Both needles passed the suture through the simulated tissue three times in a row. The two bends in the broken needle indicate the needle breakage was not likely due to a manufacturing error but rather the needle coming into contact with something hard.

Event description:
Mr (B)(6) (surgeon) performing rotator cuff repair (open). Used champion suture passer. First suture passes, second suture doesn't (attempted more than once). Change needle, still can't pass suture (needle not engaging with suture to pass it). Inspect second needle to discover tip broken off. Uses mayo needles to complete this step of procedure. Surgeon noted that the surgery time had been prolonged by 5-10 minutes. Concern re: needle tip. Query if it remained in patient. Follow up xray to be done to confirm. Country of event: (B)(6).

Manufacturer narrative:
Visual inspection: product has not returned so visual inspection was performed on photo that was sent with complaint. Photo showed the needle had broken at the tip. There was not enough detail in the photo determine the type of force that broke the needle tip. Functional inspection: product has not returned so functional inspection was not performed. Additional investigation notes: based on the description of the problem the suture passed the first time correctly then would not pass a second time. The needle was changed and the suture still would not pass. The broken tip was noted on the second needle and not the first. The photograph confirms the needle tip was intact on the first needle and broken on the second. A possible cause that the suture would not pass with the first needle could be the suture was not loaded properly in the instrument. The instructions for use included with the product state, "slide the suture into the v-shaped slot in the lower jaw with the free end between the upper and lower jaws. The suture will snap into place." If the suture is not loaded properly, the needle will not pass the suture correctly. The second needle was shown to have a broken tip which would have been the cause of the suture not passing with the second needle. A possible cause of the suture not passing could be excessive thickness of tissue or passing the suture though hardened or calcified tissue. Where there were issues with passing the suture it could indicate that excessive force may have been used. The instructions for use indicate that "the use of excessive force to pass the needle through tissue, or striking bone, may cause needle breakage and patient injury". The device history record for this manufacture lot was reviewed and there were no non-conformances for this manufacture lot that would have caused the needle to break. Service history review: there has been no service on this device. Root cause(s): possible cause of the suture not passing could be the suture not being loaded properly into the instrument. A possible cause of the needle tip breaking could be excessive force while passing the suture. Device not returned to manufacturer.

Event description:
Mr (B)(6) (surgeon) performing rotator cuff repair (open). Used champion suture passer. First suture passes, second suture doesn't (attempted more than once). Change needle, still can't pass suture (needle not engaging with suture to pass it). Inspect second needle to discover tip broken off. Uses mayo needles to complete this step of procedure. Surgeon noted that the surgery time had been prolonged by 5-10 minutes. Concern re: needle tip. Query if it remained in patient. Follow up xray to be done to confirm. Country of event: (B)(6).